Event description:
Procedure type: lap appendectomy. According to the reporter, surgeon stated the stapler appeared to fire only on one side of the knife blade. Procedure was converted from lap to open. There was unanticipated tissue loss. The incision was extended by 3 inches. The case was extended by more than 30 minutes. The delay did not affect the patient. There was no bleeding reported in excess of 500cc. No reinforcement material was used. Current patient status: good.

Manufacturer narrative:
(B)(4).